Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial # unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain. It was reported that the patient stated that it takes over 5 minutes to deliver a bolus. Agent walked the patient through clearing the data on the controller. The troubleshooting steps that were taken on the call resolved the issue. Patient stated that he noticed issues pretty soon after the got the handset replaced in (B)(6).

Manufacturer narrative:
D10 correction: product ID product ID hh90t01 is not involved in this event". Put the correction info in h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# unknown, product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing bupivacaine and fentanyl for spinal pain. It was reported that that the patient was receiving 10 boluses per day and wanted help clearing cache since it had been slowing their delivery time. It now took them 6 to 7 minutes; and the agent understood it was lagging. When the agent asked for the event date, the patient said it had been going on and it had been taking longer and longer; the patient would get messages that they could not read and it would pile up and drag their device done on delivering the medicine. The patient noted they had cleared the cache before and wanted to do that again. During the call, the agent walked the patient through clearing data, and the patient closed all applications. The patient then connected to myptm (patient therapy manager) app like normal. The patient would back if issues persisted.